Event description:
A (B)(6) customer received a blood glucose result of 6.1mmol/l on the contour next usb meter. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The customer was advised to return the strips for evaluation. New strips and meter were sent.